Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator doesn't charge anymore. Patient stated the implant has been dead for a while and they have been trying to get the charger to work. Patient confirmed the recharger does power on, but when they try to charge the implant, they see the poor communication screen. Agent reviewed possible overdischarge. The patient was redirected to their healthcare provider to further address the issue. Patient stated they didn't need the therapy so they just stopped charging the stimulator. The last time they charged was probably several months ago. Patient stated they first tried to connect and could not "a couple weeks ago." (B)(6) 2024 rtg0604003 (con): patient called back stating that they had gotten it going and it had been working fine since then (agent understood as implant) but today the internal battery died which had happened since they got it going so the patient went home to charge it but the implant wouldn't turn back on. Patient clarified that the implant was 3 quarters of the way charged, but that they couldn't feel stimulation when they tried turning stimulation on. Patient said they were on group a which said zero for the intensity, so they clicked over to group b or c and the stimulation was still not doing anything. During the call, agent walked patient through changing groups and adjusting their intensity. Patient went to group a and tried adjusting their intensity upwards but they saw a figure on the screen telling them to press the power button. Patient confirmed that stimulation was on and that the intensity was zero. Patient clarified that they saw a finger pointing to a lightning bolt so patient pressed the stimulation on button on the patient programmer. Patient changed to group b but saw that there was no lightning bolt in the implant symbol (agent understood that simulation was off) and had patient turn stimulation on. Patient confirmed stimulation was on but that they couldn't feel anything when the intensity was at 9.9. Agent placed the patient on a brief hold to gather information and to consult with a colleague. Patient confirmed that they figured it out and was finally able to feel stimulation in group a at what they believed was 10.25 intensity. Agent reviewed adaptivestim information and advised the patient to follow up with their pain management doctor if they noticed this issue again.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.